Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. During device interrogation, the device displayed battery depletion. Boston scientific technical services recommended lead integrity testing. Additionally, the lead integrity testing met specification. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. During device interrogation, the device displayed battery depletion. Boston scientific technical services recommended lead integrity testing. Additionally, the lead integrity testing met specification. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.